Event description:
It was reported a difficulty to recapture device occurred. A left atrial appendage (laa) closure procedure was performed using a 33mm watchman laa closure device with delivery system (wds). When the closure device was recaptured an anchor of the closure device became snared on the marker band section of the wds sheath. The marker band became deformed and was no longer suitable for use. The wds and closure device were removed from the patient and a new wds and closure device were used to complete the procedure. No patient complications were reported.

Manufacturer narrative:
Device analysis: the returned product consisted of a watchman delivery system (wds) with the closure device deployed. The implant, sheath, hub, core wire and tip were microscopically and visually examined. Inspection of the sheath identified buckling and numerous kinks. The tri-cuts of the wds tip were flared, the distal marker band was kinked, and abrasions were present on the inside of the sheath tip consistent with deployment, recapturing, and redeployment of the closure device. The closure device had anchor damage consistent with deployment, recapturing, and redeployment. Product analysis could not confirm the reported event of difficulty to recapture closure device as clinical circumstances could not be replicated.

Event description:
It was reported a difficulty to recapture device occurred. A left atrial appendage (laa) closure procedure was performed using a 33mm watchman laa closure device with delivery system (wds). When the closure device was recaptured an anchor of the closure device became snared on the marker band section of the wds sheath. The marker band became deformed and was no longer suitable for use. The wds and closure device were removed from the patient and a new wds and closure device were used to complete the procedure. No patient complications were reported.